Manufacturer narrative:
The technician found the side rail cables in the way due to the side rail cover is missing. The technician replaced the side rail cover to resolve the issue.

Event description:
The technician alleged the side rail would not latch. No patient impact.